Event description:
It was initially reported by the company representative that he was told by the physician's staff that the physician's tablet was unable to interrogate. It was stated the staff tried putting in a new usb cable, but that did not correct the issue. It was later clarified by the company representative that he was initially misinformed. It was explained that the usb cable had been exchanged, but it actually had not. A new usb cable was given to the physician's office and the tablet then functioned normally. Attempts for additional relevant information have been unsuccessful to date.

Manufacturer narrative:
Describe event or problem; corrected data: this information was inadvertently reported incorrectly on the initial MFR. Report.

Event description:
It was clarified the replacement serial cable the company representative gave the site was the second replacement serial cable. The first replacement serial cable is housed in MFR. Report # 1644487-2016-00742.